Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as open sores from the front clasp pinching and velcro scratching the skin.there was no alleged device malfunction contributing to the irritation. The patient¿s home health care nurse suggested desitin for the skin irritation. Follow up indicated that the skin irritation improved.